Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while he was sleeping. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The unit was received with no button response due to corroded keypad traces. There wass no button error alarm noted during testing.the insulin pump was received with a scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.